Event description:
Subsequent to the previously filed report additional information was received that the length of the membranous septum was 5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp.

Manufacturer narrative:
An event of left bundle branch block and permanent pacemaker implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the available information, the cause of reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1059 - vista registry fr5223-1015 (r867953801). It was reported that on (B)(6) 2024, a 25mm, c navitor with radiopaque markers was implanted in a patient with a final depth of 4mm. Post procedure on the same day, the patient had a left bundle branch block requiring a permanent pacemaker on (B)(6) 2024 and hospitalized for 10 days. The patient is stable.